Event description:
Fentanyl drip was infusing on a syringe pump on an intubated infant. The pump began to alarm that the pump needed to be calibrated and it then shut down. A new syringe pump was obtained and the drip restarted.